Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 33 mmol/l. Cause was not known. A correction bolus was delivered to address bg. A full pump system check was performed, and an issue was found with the pump date and time, however, customer reported this was not attributed to an issue with the pump. Customer did not attribute the high bg to this issue. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer's blood glucose level was successfully resolved.